Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on a cobas c 503 analytical unit. The initial result was 8.56%. The repeat result was 6.99%.

Manufacturer narrative:
The a1cx3 reagent lot number was 715060 with an expiration date of 31-aug-2024. Calibration was last performed on 18-dec-2023. Qc was acceptable. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) replaced a vacuum valve and confirmed the module was operating within specification. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the issue identified by the fse (blocked vacuum valve) was the cause of the event.